Event description:
It was reported that during implant, the right atrial (ra) lead showed oversensing once connected to the device. All connections were checked with no change in the oversensing. The lead was connected to the analyzer and continued to show noise. The device pocket was reopened, and the ra lead was explanted and replaced. It was noted by the physician that the ra lead insulation was cut during removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).